Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she believed water had gotten inside the insulin pump and it was returning an error alarm. Customer reported seeing fluid under the lcd screen. Blood glucose level was 330 mg/dl at the time of the call. Customer reported treating the high blood glucose level with a manual injection. No further info was reported.